Event description:
It was reported that the programmer rf (radiofrequency) head connector has a loose/intermittent connection. Replacing the rf head did not resolve the issue, and manipulation of the connector is required to interrogate devices. The keyboard and one of the clasps that hold the power cord door closed are also broken. There was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the radiofrequency (rf) connector was loose on the link electronic module (lem) board. It was also noted that a tab was broken on the power cord bay door, the keyboard hinges were broken, the keyboard cable was damaged, the keyboard slide was missing and the lower case was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.